Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. Functional evaluation could not be performed due the received sample condition (i.e. Bent needle). Upon disassembly, it was noted that the left bumper was overlapped by the spring. As functional evaluation could not be performed, the investigation is inconclusive for the reported self-activation. The identified overlapped bumper may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, in normal tissue, after the first sample pass, the first slide of the device allegedly self-activated as the second slide was being primed. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.